Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transplantation of a kidney, while being applied at the hilum of the kidney, the device had poor staple formation, which resulted to an incomplete staple line, wherein a row of staples did not close properly, some of the staples stayed in the cartridge. A new device was used in order to resolve the issue. No patient injury.